Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the femoral artery the balloon was reported to have ruptured. The vessel had moderate calcification, mild tortuosity and 95% stenosis. The balloon catheter was placed at the target lesion and the balloon was inflated using an indeflator, however, the balloon ruptured below nominal pressure. Therefore, the product was retrieved. There was no adverse consequence to the pt. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional info will be sent within 30 days upon receipt.